Event description:
Since (B)(6) 2011, our ob tech has noted a discoloration of fluid in the operating room basin after placing laps in the basin and pouring on sterile saline. The discoloration of the fluid is only noted with a specific batch of lap sponges, these are banded with a "china 99" band. The discoloration rages from a murkey cloudy coloration to dark, tea colored liquid. It is not consistent in the discoloration of the laps with this band. The MFR of the product cardinal health.